Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the moderately calcified lesion during advancement, as resistance was noted, resulting in the reported difficult to advance, ultimately causing the reported material separation outside of the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild to moderate calcification. The 2.5x12mm xience skypoint stent delivery system (sds) met with resistance during advancement due to the anatomy and the proximal shaft broke in 2 pieces. However, the break occurred outside the anatomy; therefore, the sds was simply removed. Another 2.5x12mm xience skypoint stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.